Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of norepinephrine of an unspecified concentration was running at an unspecified rate. The nurse opened the door of the pump and removed the tubing without engaging the roller clamp. The nurse noted the patient's blood pressure was elevated at 250mm systolic and realized the norepinephrine had completely infused. The intended dosage relative to the actual amount infused has not been provided. The nurse administered labetalol and propofol in unspecified dosages. The patient's blood pressure returned to baseline with no lasting effects.